Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 07/16/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/29/2015 with the following findings: the reported issue could not be adequately investigated due to a blank display issue; no conclusions could be determined in regards to the reported issue. A review of the pump history and black box data revealed no evidence of a power issue. The battery compartment was observed to be cracked in the area below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump case was found to be damaged near the right side of the display. Evidence of moisture ingress was observed behind the display lens. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The battery cap contact measurements were found to be within the specifications. The pump failed a leak test due to the pump case damage; this device failure caused the moisture ingress issue. The pump case was removed, and further evidence of moisture ingress was found on internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.